Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("50 % of the people of only have coil removal go on to have a hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;vaccinium macrocarpon dry juice (blackmores cranberry), folic acid, magnesium, polycarbophil calcium (fiber), vitamin b complex (vitamin b) and warfarin. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune issues"), vertigo ("vertigo"), balance disorder ("balance issues"), renal pain ("kidney pain"), gastrointestinal disorder ("gi issues"), migraine ("migraines for three eeks straight"), back pain ("back pain"), feeling cold ("can't get warm"), feeling abnormal ("memory/brain fog"), night sweats ("night sweat horribly"), dyspareunia ("sore after sex with maybe even a tad bit of spotting"), lacrimation increased ("tear to my eye."), post-traumatic stress disorder ("post-traumatic stress disorder"), coital bleeding ("spotting for while after sex.") And arthralgia ("elbow pain right") and was found to have hormone level abnormal ("hormone issue") and weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, autoimmune disorder, vertigo, balance disorder, renal pain, gastrointestinal disorder, migraine, back pain, night sweats, weight increased, dyspareunia, lacrimation increased, post-traumatic stress disorder, coital bleeding and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, balance disorder, coital bleeding, dyspareunia, feeling abnormal, feeling cold, gastrointestinal disorder, hormone level abnormal, lacrimation increased, medical device removal, migraine, night sweats, post-traumatic stress disorder, renal pain, vertigo and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, autoimmune disorder, back pain, balance disorder, dyspareunia, feeling abnormal, feeling cold, gastrointestinal disorder, hormone level abnormal, lacrimation increased, medical device removal, migraine, night sweats, post-traumatic stress disorder, renal pain, vertigo and weight increased most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune issues"), vertigo ("vertigo"), balance disorder ("balance issues"), renal pain ("kidney pain"), gastrointestinal disorder ("gi issues"), migraine ("migraines for three eeks straight"), back pain ("back pain"), feeling cold ("can't get warm") and feeling abnormal ("memory/brain fog") and was found to have hormone level abnormal ("hormone issue"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, autoimmune disorder, vertigo, balance disorder, renal pain, gastrointestinal disorder, migraine and back pain outcome was unknown. The reporter considered autoimmune disorder, back pain, balance disorder, feeling abnormal, feeling cold, gastrointestinal disorder, hormone level abnormal, medical device removal, migraine, renal pain and vertigo to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: migraine. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - memory/brain fog, can't get warm and hormone issue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;vaccinium macrocarpon dry juice (blakemores cranberry), folic acid, magnesium, polycarbophil calcium (fiber), vitamin b complex (vitamin b) and warfarin. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune issues"), vertigo ("vertigo"), balance disorder ("balance issues"), renal pain ("kidney pain"), gastrointestinal disorder ("gi issues"), migraine ("migraines for three eeks straight"), back pain ("back pain"), feeling cold ("can't get warm"), feeling abnormal ("memory/brain fog"), night sweats ("night sweat horribly"), dyspareunia ("sore after sex with maybe even a tad bit of spotting") and coital bleeding ("sore after sex with maybe even a tad bit of spotting") and was found to have hormone level abnormal ("hormone issue") and weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, autoimmune disorder, vertigo, balance disorder, renal pain, gastrointestinal disorder, migraine, back pain, night sweats, weight increased, dyspareunia and coital bleeding outcome was unknown. The reporter considered autoimmune disorder, back pain, balance disorder, coital bleeding, dyspareunia, feeling abnormal, feeling cold, gastrointestinal disorder, hormone level abnormal, medical device removal, migraine, night sweats, renal pain, vertigo and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events were added: night sweats, weight gain, sore after sex with spotting. Processed with 9 10. On 23-mar-2020: social media: new reporter , concomitant medication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('50 % of the people of only have coil removal go on to have a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune issues"), vertigo ("vertigo"), balance disorder ("balance issues") and renal pain ("kidney pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, autoimmune disorder, vertigo, balance disorder and renal pain outcome was unknown. The reporter considered autoimmune disorder, balance disorder, medical device removal, renal pain and vertigo to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, kidney pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received :- new reporter information was added. New event added kidney pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune issues"), vertigo ("vertigo"), balance disorder ("balance issues"), renal pain ("kidney pain") and gastrointestinal disorder ("gi issues"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, autoimmune disorder, vertigo, balance disorder, renal pain and gastrointestinal disorder outcome was unknown. The reporter considered autoimmune disorder, balance disorder, gastrointestinal disorder, medical device removal, renal pain and vertigo to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: gi issues. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune issues"), vertigo ("vertigo"), balance disorder ("balance issues"), renal pain ("kidney pain"), gastrointestinal disorder ("gi issues"), migraine ("migraines for three eeks straight") and back pain ("back pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, autoimmune disorder, vertigo, balance disorder, renal pain, gastrointestinal disorder, migraine and back pain outcome was unknown. The reporter considered autoimmune disorder, back pain, balance disorder, gastrointestinal disorder, medical device removal, migraine, renal pain and vertigo to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: migraine. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Event added: migraines for three weeks straight. On 20-mar-2020: f/u 6 and 7 processed together, social media received- new event back pain and reporter information were added. On 20-mar-2020: f/u 6 and 7 processed together, social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.